Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Correction to d9, h3 of the initial medwatch. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. The device evaluation found when the cable is tilted, the image turns purple. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to event is likely due to a defective charged coupled device (ccd) chip holder assembly (r-unit). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that during procedure preparation his olympus endoeye hd ii¿s image was becoming purple whenever the cable was manipulated. There was no patient harm reported as a result of this event.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.